Manufacturer narrative:
Investigation evaluation: used device, device 1: this device was returned in an opened plastic tray. Our laboratory evaluation of the product said to be involved could not confirm the report. The trigger cord wound on the two-way handle and loading catheter were included in the return. The barrel, and bands were not included in the return which prevented a complete evaluation. The handle was returned in the firing position. A visual examination of the trigger cord was performed. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which is within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Unused device, device 2: this device was returned in a sealed plastic tray. Our laboratory evaluation of the product said to be involved could not confirm the report . The trigger cord attached to the barrel with six (6) bands, loading catheter, two-way handle and irrigation adapter were included in the return. During a functional test, the device was attached to an endoscope that was placed in a simulated gi position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was successfully fired. All bands deployed and constricted successfully on simulated varices. The barrel remained securely attached on the distal end of the scope during testing. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which is within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Unused device, device 3: this device was returned in a sealed plastic tray. Our laboratory evaluation of the product said to be involved could not confirm the report . The trigger cord attached to the barrel with six (6) bands, loading catheter, two-way handle and irrigation adapter were included in the return. During a functional test, the device was attached to an endoscope that was placed in a simulated gi position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was successfully fired. All bands deployed and constricted successfully on simulated varices. The barrel remained securely attached on the distal end of the scope during testing. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which is within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly device history record for the mbl string subassembly was reviewed. A discrepancy or anomaly was not observed. The subassembly device history record for the barrel subassembly does contain a nonconformance that could potentially be related to barrel detachment. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information received indicated that the endoscope used was an olympus gif q260. On researching the endoscope used, it was determined that olympus gif q260 has an outer diameter that is outside the recommended endoscope diameter. The instructions for use for this product instruct the user to refer to the product package label for use of the appropriate endoscope with the following: "refer to package label for minimum channel size required for this device." The mbl-6 is compatible with endoscopes that have an outer diameter of 9.5 mm - 13 mm. Use of the device with an incompatible endoscope is the most likely cause for the reported observation. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record for the lot number confirmed that this lot met all manufacturing requirements prior to shipment. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that an incompatible endoscope was used with this device, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The string [trigger cord] became detached after two (2) bands were applied. The end of the bander came off [barrel detachment] then and the end had to be retrieved. The barrel was retrieved from the mid-esophagus with another manufacturer's retrieval device. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.